Event description:
Ge monitors: arterial line alarm for hypotension does not provide a red alarm, only yellow. We had a patient who pulled off his EKG leads, then his bp began dropping as low as 43/24. The arterial line alarm still did not provide a red alarm. The patient was found unresponsive. Per reporter, the manufacturer is coming to the facility's biomed department to evaluate.